Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 21-nov-2026, UDI#: (B)(4). At this time, it is unknown which lead was explanted and replaced. Follow-up is ongoing to confirm what lead was involved in the event. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced overstimulation when lying down, despite having close loop settings enabled. The patient discontinued their closed loop settings to address the issue. It was noted the patient¿s caps was identified when the patient coughed and that the closed loop settings worked best with this stimulus. However, ¿as soon as the patient lies down, she continued to experience overstimulation.¿ the patient was to have a different ecaps trigger selected at their next follow-up appointment and they were to regulate their amplitude with the patient handset when laying down in an effort to resolve the issue. The issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No further complications were reported or anticipated. Additional information was received. The doctor contacted the rep this week about the patient. They said that one of the two electrodes was dislocated. The rep thinks this could be a possible explanation for the loss of effect. The revision surgery is scheduled for (B)(6) 2024. When set up closed loop based on the ecap created by coughing ¿ the intensity in the upright position was set to pg1: 1,6ma and pg2: 1,7ma. Closedloop was able to control the intensity when the patient was lying down, this worked well in the patients first set up on 2024-may-28. When the patient controls the intensity manually, they need to shut off neurosense, the patient still had a legacy group that they could use. Intensity in the lying down position will be asked for. Closed loop will be activated on the other electrode, if possible, on 2024-may-21. On 2024-apr-10, a setting of ns -> patient still states that they feel it¿s too high of an amplitude in the lying position. Additional information was received. Lead information provided. The revision did occur on (B)(6) 2024, one of the patient¿s two leads was explanted and replaced a new lead, the ins was not explanted. It was confirmed that the lead had migrated from its original position. New programming will be done when tissue around lead has healed, they will meet with the patient again on 2024-jun-04.

Event description:
Additional information was received from the rep reporting that it was unknown which lead (va2q460012 or va2pxxa021) was replaced.

Manufacturer narrative:
G3: additional information received reported the rep was initially notified on 2024-may-06. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.